Event description:
It was reported that, four years ago, the patient almost died, but it was unknown how. The patient was taking ambien and a pain pill, and they "didn't mix with each other". The patient couldn't wake up and had to have a tube down her throat to breathe. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).